Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. Isi received the iesu involved with this complaint and completed the device evaluation. The iesu was installed onto a golden system and functioned as expected. Upon visual inspection, the iesu had dents on the side and a small gap in the back. The iesu will be returned to the original equipment manufacturer.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, m-11 error occurred on vio dv integrated electrosurgical unit (iesu) when the surgeon activated cautery. Site received phone assistance from intuitive surgical, inc. (Isi) technical support engineer (tse). Before the phone call, site had power cycled the system, but the issue was not resolved. Tse confirmed multiple c-34, m11 and m-18 errors in the logs. Tse advised site to perform hard power cycle the iesu and to make sure the iesu power cord was plugged into a dedicated outlet. Site had a force triad generator as a backup. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Per failure analysis, fa code has been updated to d15 based on previous findings.

Event description:
Refer to h11 for follow-up information.